Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four of five on the home choice (hc). The home patient (hp) was connected at the time of the event. During troubleshooting it was determined that the patient did not remember if the patient line was properly primed prior to the star of the therapy. The technical service representative (tsr) advised the home patient (hp) to cycle power. The tsr advised the hp they must start over with new supplies or use manual supplies to complete therapy. The hp stated they would use manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.